Event description:
Once the catheter was inserted into the patient during the procedure, it was noted there was not a signal from the distal electrodes displayed on the monitor. The issue was with the catheter not the equipment. It is a biosense navistar ds catheter used in an electrophysiology procedure. A new catheter was used without issues. There was no adverse event to the patient.